Event description:
It was reported that the patient wore a bluetooth device around her neck and the patient¿s healthcare professional determined the device had been turning the patient¿s implants off. Battery levels were checked and everything was fine. It was noted that this was 2-3 weeks prior to the date of this report. Additional information was requested but had not been received as of the date of this report. Reference manufacturer¿s report number: 3004209178-2014-09392.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v402883, implanted: (B)(6) 2010, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v409757, implanted: (B)(6) 2010, product type: lead. (B)(4).